Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2024-00616; 242-01-109, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - painful hardware.